Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless pacemaker exhibited high/unstable thresholds. The device was reprogrammed and turned off and an im plantable pulse generator (ipg) system was implanted. No patient complications have been reported as a result of this event.